Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that while using a cavitron g130 scaler the insert tips were getting hot; no injury resulted.

Manufacturer narrative:
Evaluation found that the hp cable has an opening causing no vibration at the insert. Also the water solenoid has debris in it causing it to leak at the insert. The device is beyond useful life.